Manufacturer narrative:
(B)(4). Information regarding age, gender and weight were not provided. Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event could not be confirmed without product return for analysis or procedure films for review; however, coil separation during withdrawal through the microcatheter is a known procedural complication and is listed in the instructions for use. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. The IFU cautions: ¿if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ the IFU also cautions: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ all coils are inspected prior to leaving the manufacturing facility. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a 6 x 9mm irregular shaped posterior communicating artery aneurysm, a helipaq coil (che18062030/ c38899) could not be positioned, and the end loops hung out of the aneurysm and the coil separated in two pieces at the detachment point in the echelon 14 microcatheter, leaving part of the device in the aneurysm and part in the artery. Prior to the procedure, the patient had presented with acute bleeding. Initially a 7mm presidio coil was implanted into the aneurysm. It was unknown if coil entanglement contributed to the event. The helipaq was the next coil to be implanted; however, it was necessary to pull the coil out of the aneurysm several times because the coil never went completely into the aneurysm. Suddenly, the coil became "torn" in the microcatheter at the detachment point. It was possible to push a bit of the coil into the aneurysm; however, the remainder of the coil was outside the aneurysm and was then fixed to the artery wall with a 23mm enterprise stent. There was no further coiling, and the procedure was terminated. A continuous flush had been maintained through the microcatheter, and the microcatheter did not appear damaged. It was reported that the event did not result in any injury to the patient. The physician did not know how long the procedure was delayed due to the event. There had been no resistance between the coil and the microcatheter. It was reported that the microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter, and the microcoil was not positioned at a relative sharp angle to the microcatheter. The coil did not stretch prior to the coil separation. Product was not available for analysis.